Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd qsyte leaked the following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that clinician and/or any patients have encountered leakage from improper luer connection while using the bd q-syte¿ vial access adapter. Verbatim: clinician experienced: leakage from improper luer connection not resulting in exposure to hazardous drug and harm please see attached excel sheet for additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.